Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, an electrical reset was noted on the implantable pulse generator (ipg) and the clinical staff were unable to interrogate the device prior to procedure. The ipg was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, an electrical reset was noted on the implantable pulse generator (ipg) and the clinical staff were unable to interrogate the device prior to procedure. The ipg was not used and replaced. No patient complications have been reported as a result of this event. It was further reported that the programmer was unable to interrogate with implantable pulse generator (ipg) and it was also noted that the programmer displayed an error message. The programmer is expected to be returned for evaluation. No patient complications have been reported as a result of this event. It was further reported that when attempting to interrogate the ICD a message was displayed on the mobile programmer application indicating that the device was not supported. 2025-09-19: it was further reported that when attempting to interrogate the ICD a message was displayed on the mobile programmer application indicating that the device was not supported.

Manufacturer narrative:
Correction: g3 field from previous follow-up report 001 was omitted. The omitted date should have been 25-aug-2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The device with serious memory failure (bubu mode) had no new anomalies after the device was intentionally switched back to product firmware. The device successfully remained in product firmware for 165 hours at 52c, and no new pors occurred. Correction b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that when attempting to interrogate the cardiac resynchronization therapy pacemaker (crt-p) a message was displayed on the mobile programmer application indicating that the device was not supported.

Manufacturer narrative:
Corrected d3 and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.